Manufacturer narrative:
(B)(4). Analysis summary: product was returned to ethicon inc for evaluation. Visual analysis of the returned sample determined that an unopened sample of product code vcp215h was received for evaluation. Visual analysis of the returned sample and no defects were found on the package. The sample was opened, the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed using an instron and the pull force was above the minimum requirements. The device performed without any defect noted and the actual complaint sample was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide the lot number? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. (B)(4).

Event description:
It was reported that a patient underwent a knee amputation procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported by the sales rep that during an above the knee amputation while suturing subcutaneously in fascia the needle popped off of two sutures. They were retrieved. A new suture was used to complete the case with no consequences. Additional information was requested.